Event description:
It was reported that a pump had the same issue (multiple motor stalls ,unrecovered; see manufacturing report #3004209178-2015-13290) a week prior to the event report date. The device and drug information, causality, symptoms related, and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).